Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that they thought that their blood glucose was 309 mg/dl but it was actually in the range of 40 to 50 mg/dl. Customer declined low blood glucose troubleshooting.